Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir contains air bubbles. Customer's blood glucose was 316 mg/dl at the time of incident. Customer found no leaks and customer was advised to have the insulin at room temperature prior to filling reservoir. Troubleshooting found that the site is changed every 2 to 3 days and the drive support cap appeared normal. There were no site or insulin issues. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation.